Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 800 mg/dl. Customer stated that he was inserting the infusion set incorrectly and the insulin was not going through his body. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. All buttons functioning properly. However, moisture damage noted on keypad traces during visual inspection. Scroll bar not moving on it's own and no skipping screen noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.